Manufacturer narrative:
(B)(4)

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to perform automatic pullback. However, it was unable to perform pullback. Thus, automatic pullback failed. Furthermore, no problem was encountered during testing now. Recently, pullback often stops. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The mdu-5plus was installed into a gold standard system and tested for functionality. The unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to perform automatic pullback. However, it was unable to perform pullback. Thus, automatic pullback failed. Furthermore, no problem was encountered during testing now. Recently, pullback often stops. No patient complications were reported.